Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image before procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed water leak test from cable and intermittent image on and off when burn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "no image" was due to faulty ccd (charged coupled device), which is traced to component failure. A definitive root cause could not be identified for the failed water leak test from cable and intermittent image on and off when burn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.